Event description:
It was reported that the ilet user experienced hyperglycemia after a recent resolution, with blood glucose elevated but showing a small downward trend, and troubleshooting guidance was provided to either perform a full supply change or wait one hour to confirm the decline. Symptoms included high blood glucose. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included troubleshooting and education with confirmation of high glucose and monitoring for trend change. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.